Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8590-1, lot# n380774, implanted: (B)(6) 2014, product type: accessory. Product ID 8785, lot# n362729, implanted: (B)(6) 2014, product type: accessory. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 2015-07-21, information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine 10.0mg/ml at 0.594 mg/day, then 0.504 mg/day, via an implantable pump for non-malignant pain. On (B)(6) 2014, the patient experienced slight wound dehiscence at the lumbar site. Xerofoam gauze was put on the site. The severity was noted as mild. On (B)(6) 2014, the patient was put on bactrim ds orally, twice daily for 10 days. On (B)(6) 2014, the wound was closed and looked good. The event resolved without sequelae. It was reported as related to the device or therapy and related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.